Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure the lead end cap caused damage to lead connector. Patient status at the time of this report was stated as alive with no injury/no adverse event. It was noted that connection was currently good, impedances and circuitry were intact. Reprogramming around potentially damaged lead might be performed. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Product ID 37085-60, serial # (B)(4), product type extension; product ID 3387s-40, lot #va02y9t, implanted: (B)(6) 2013, product type lead. (B)(4).